Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was not noted. It was reported the failures were under investigation. The patient injury was death. The date of injury was under investigation/date of death. No further complications were reported.